Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00239.

Event description:
Physician reported catheter keeps "breaking" during use. It was reported the physician met resistance and tried to re-thread the catheter over the needle, rather than pulling the entire device out. It was reported the issue occurred with 3-4 catheters, the exact quantity was unknown at the time of this report (captured in MDR# 9680794-2023-00239). No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00239 and 9680794-2023-00204. The actual device was not returned; however, the customer provided one photo for analysis. The complaint of catheter split/torn was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage." The customer report of catheter torn/split was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reported catheter keeps "breaking" during use. It was reported the physician met resistance and tried to re-thread the catheter over the needle, rather than pulling the entire device out. It was reported the issue occurred with 3-4 catheters, the exact quantity was unknown at the time of this report (captured in MDR# 9680794-2023-00239). No patient harm was reported. The patient's condition is reported as fine.